Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -9.00 diopter, implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020 as a replacement lens to correct low vault. Lens did not resolve the problem, too short. For status of the eye the reporter stated " quiet eye but still low vault ". Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.